Event description:
It was reported that patient was shocked for an svt. Patient was in fib zone so no svt discriminators were used. Device was reprogrammed and patient had resume medication regime.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.